Event description:
It was reported the patient called to report an adverse event and product issue involving their bard bladder sling was implanted in 2012. Patient experienced pain and discomfort after the device was implanted and made several trips to the emergency room. They couldn¿t use the restroom as they used to before implant and experienced severe abdominal pain and cramping. Also stated when wiping after using the restroom the device would come out in the tissue and that it was eroding through their skin, and they would have to clip it. The implanting physician decided to remove the device in 2017, however, the patient still experienced issues and discomfort after the removal. They said between 2017 and 2023, they still suffered. They saw a specialist who agreed to another surgery in 2023 where the rest of the device was removed and told by the specialist the device had migrated all over and had eroded in their body.  Also, the device caused their worse problems than the issues they were having before implant. Also stated the device was recalled but nobody ever informed them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "misapplication by doctor" or "tissue shrinks after implantation". However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: indications for use: pelvisofttm biomesh acellular collagen matrix implant is intended for use as a soft tissue patch to reinforce soft tissue where weakness exists and for the surgical repair of damaged or ruptured soft tissue membranes. It is specifically indicated for urethral procedures, vaginal prolapse and reconstruction of the pelvic floor. Contraindications: use of the pelvisofttm biomesh is contraindicated for patients experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field. Precautions: pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. 1994, 2330 , 1750, 2543, 3191- nl. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported the patient called to report an adverse event and product issue involving their bard bladder sling was implanted in 2012. Patient experienced pain and discomfort after the device was implanted and made several trips to the emergency room. They couldn¿t use the restroom as they used to before implant and experienced severe abdominal pain and cramping. Also stated when wiping after using the restroom the device would come out in the tissue and that it was eroding through their skin and they would have to clip it. The implanting physician decided to remove the device in 2017, however, the patient still experienced issues and discomfort after the removal. They said between 2017 and 2023 , they still suffered. They saw a specialist who agreed to another surgery in 2023 where the rest of the device was removed and told by the specialist the device had migrated all over and had eroded in their body. Also the device caused their worse problems than the issues they were having before implant. Also stated the device was recalled but nobody ever informed them.